Event description:
A hospital in (B)(6) reported that an rt105 adult breathing circuit caused a heater wire disconnection alarm on the mr850 humidifier at start of use and that they suspected an open circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was resistance tested using a multimeter. Results: the resistance test revealed that the electrical resistance of the inspiratory heater wire was higher than normal and was out of specification. A lot check revealed no other complaints for lot 120111. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production.